Event description:
It was reported by service report that the bed had no power. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: the power cord was disconnected.